Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Subsequently, the patient underwent a revision surgery in which this ra lead was surgically capped. Additionally, during this surgery, the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. No additional adverse patient effects were reported. Additional information was received indicating that this ra lead also exhibited elevated pacing impedances. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Subsequently, the patient underwent a revision surgery in which this ra lead was surgically capped. Additionally, during this surgery, the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. No additional adverse patient effects were reported.